Event description:
Placed bovie pad and argon pad for laparoscopic duodenal diverticulum - possible whipple procedure, in case the procedure turned to open surgery. The argon pad was placed on the anterior right thigh and was not used or connected to any machine during the procedure. The bovie pad was placed on the left lateral thigh and was used during the procedure. Upon removal of both pads, noted superficial tear on the patient's right anterior thigh, where the argon pad was placed.